Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was cracked. Customer's blood glucose was between 100 to 130 mg/dl. Customer did recall exact blood glucose and most recent was 85 mg/dl. The device was cracked at the upper right corner of the lcd screen going toward the top of the device about one cm long. Customer was not sure how damage occurred. Customer stated she noticed the crack on (B)(6) 2014. Customer was advised to discontinue use of the device and revert to back up plan.